Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient did well for a good period of time and then began to see an increase in their symptoms. The patient's hcp referred them to get an eeg and came up with a better spot to place the leads. On (B)(6) 2016, the hcp removed the leads and battery and placed new leads in the spot recommended. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. It was unknown if the issue was resolved at this time and the patient was alive with no injury. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.